Event description:
The field service engineer reported that the automated impella controller (aic) front housing was broken. There was no patient involvement.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damage has been completed. The impella automated controller was not received from the customer. The data analysis of the logs did not reveal any malfunctions. The field service technician identified cracks on the front housing and glass keyboard and replaced the front housing, then performed preventive maintenance. The cause of the aic damage to the housing was unable to be determined. This report is being filed as part of a retrospective review of historical records.